Event description:
It was reported that a spectrum pump's door was hard to close. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door is hard to close and was reproduced during eval. The door latches close but with excessive force being required to close door resulting in a door not fully latched message when not applied. Eval determined the cause to be a backed out mechanism screw. The mechanism screws were replaced.